Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The pump was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The pump was received with minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that insulin pump had damaged. The blood glucose at the time of the incident was 68 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.